Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report the clip becoming stuck in the anatomy causing tissue injury, the clip unable to retract in the sgc causing it to be deployed in the inferior vena cava (ivc) and deployment failure. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. The steerable guide catheter (sgc) and dilator were inserted into the right atrium (ra). During retraction of the dilator there was no blood while aspirating. It was likely that the sgc was against wall tissue and the physician pulled back the sgc into the inferior vena cava (ivc) and were able to successfully aspirate blood. The clip delivery system (cds) was then inserted into the sgc and advanced into the right atrium with poor visualization. While fully extending the cds out of the guide, it became stuck against tissue. The physician retracted the system fully into the ivc and the cds became free of the tissue. To get the system back into the right atrium, the team decided that the cds should be fully removed and replaced with a dilator. However, while retracting the cds into the sgc there was resistance. The clip was caught on the guide tip due to some tissue attached to the clip which ultimately prevented the cds from retracting into the sgc. The decision was made to deploy the clip in the ivc, with hope that it was attached to tissue. Upon deployment the clip would not separate from the system. There was resistance noted when removing the release pin and when the release pin was removed the actuator knob moved forward hitting the slider of the arm positioner. The actuator knob was rotated 8-10 times and then retracted back, however; the actuator knob retracted further than expected. Further troubleshooting was done to remove the clip by manually removing the gripper lines. The clip detached from the delivery system, however fluoroscopy showed that the mandrel was still attached to the clip. The clip remains attached to tissue in the ivc. No further clips were used, and the procedure was aborted with the patient¿s tr remaining at a grade of 4. There was no clinically significant delay in the procedure and no adverse patient sequalae. The physician was aware that this was an off-label procedure performed. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
Return device analysis could not replicate the reported clip delivery system (cds) becoming stuck in the tissue, the difficulty retracting the cds into the steerable guide catheter (sgc), entrapment of device, off-label use, poor visualization, clip deployment failure and physical resistance as these are related to patient/procedural conditions. The reported actuator knob retraction problem was observed to be functioning as intended. The material separation was confirmed. Moreover, it was observed that the actuator mandrel and l-lock tabs were broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. It should be noted that the intended use section of the mitraclip g4 system instruction for use (IFU) states: "the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation". Based on the available information the reported off-label use was due to the device being used on a tricuspid valve. The cause of the poor visualization issue cannot be determined. The cause of the reported tissue injury appears to be user technique. The reported difficult to remove is a cascading effect of the reported tissue injury. The reported difficult to retract the cds into the sgc is a cascading effect of the reported cds becoming stuck in the tissue. The reported entrapment of device is a cascading effect of the reported difficulty retracting the cds into the sgc. The reported clip deployment failure, physical resistance, actuator knob retraction problem and material separation are cascading effects of the reported entrapment of device. The reported foreign body in patient is a cascading effect of the reported material separation. The cause of the reported tricuspid regurgitation (tr) cannot be determined. Moreover, the observed broken actuator mandrel and l-lock tabs are cascading effect of the reported entrapment of device. Additionally, the reported tissue injury is listed in IFU as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event was further reviewed by an abbott clinical staff engineer. The reviewer stated, ¿three (3) fluoroscopic still images were provided. In the first image the sgc and reported cds can be visualized. The cds is retracted inside the sgc such that the tip of the clip arms are located just distal of the sgc soft tip, but not within the soft tip itself. The clip is closed ~10°, however, the clip arms are asymmetric such that one clip arm is fully closed/parallel to the l-lock shaft and the other is slightly angulated away from the l-lock shaft. This indicates that there is something in between the clip arm and l-lock shaft preventing the clip arm from fully closing against the l-lock shaft (presumably tissue). In the second image the distal shaft of the sgc is visible, the clip is fully detached from the cds (no cds in view) and located approximately 1 inch from the tip of the sgc. In both the second image and third image there is a noticeable component protruding from between the clip arms. Based on visual examination of the images with the naked eye, the size and location of the component indicates that it is the actuator mandrel. Furthermore, the reported incident details that "there was resistance noted when removing the release pin and when the release pin was removed the actuator knob moved forward hitting the slider of the arm positioner" and "the actuator knob was rotated 8-10 times and then retracted back, however; the actuator knob retracted further than expected" indicate that there was significant tension distally at the clip and along the internal actuator assembly at this point in the procedure. If there is distal tension on the device, and subsequently on the internal actuator assembly, when the release pin is removed the stored tension is released and the actuator knob will be pulled forwarded against the slider, as reported. It is likely that residual tension remained on the actuator assembly, such that rotation of the actuator knob by the user in attempts to deploy the clip were unable to fully transfer to the coupler. A buildup of torsional force was created at the thinnest part of the distal actuator mandrel causing the mandrel to break.